Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump had an intermittent button response on the easy bolus button due to moisture damage on keypad traces noted. Insulin pump had minor scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. Customer's blood glucose level at the time 104mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.